Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the broken capture coil remains in the patient, the pipeline was implanted in the patient, and the pushwire was discarded.(B)(4).

Event description:
Treatment of a p-comm (posterior communicating artery) aneurysm. During the procedure, it was reported that the pipeline was successfully deployed; however, the capture coil separated from the pushwire as the pushwire was being withdrawn. Failed attempts were made to retrieve the broken capture coil with an alligator retrieval device and a micro snare.no other injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).